Event description:
A patient underwent a convergent procedure via subxiphoid approach with concomitant left atrial appendage exclusion. Prior to procedure, patient was taking prescribed direct oral anticoagulant (doac), which was discontinued 72 hours prior to procedure. Intraoperative anticoagulation was not administered. Patient was discharged with no complications on (B)(6) 2025. On (B)(6) 2025, the patient presented to hospital and was diagnosed with stroke. Additional information has not been made available, and while atricure cannot confirm that the device caused or contributed to the event, we are reporting per 21 cfr 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation, and no device malfunction was alleged. The device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.